Event description:
The output power of 801187 is very unstable. Need to do tests to see if repair is required. On (B)(6) 2015 per affiliate: was there a delay in surgery over 30 minutes? No. The problem was found before using on patient. Were there any adverse consequences to the patient? No. None adverse events were reported. What actions were taken as a result of this incident? Use another machine instead.

Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the unit as received powered up normally. However, after the footpedal is depressed, the unit displays an error code. Isolated problem to the main board assembly. Intermittent power setting switch needs to be replaced. A DHR review was performed and no anomalies were noted during the manufacturing process. Fix: replaced main board and power setting switch. Retested unit. Unit passed on final acceptance test. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.